Event description:
Customer stated that "the bed is not going up or down anymore. She said the entire bed is not functioning and none of the buttons on the pendant are working."

Manufacturer narrative:
It was reported that the pendant for the bed was not functioning as intended ("the bed is not going up or down anymore. She said the entire bed is not functioning and none of the buttons on the pendant are working"). There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.